Manufacturer narrative:
Product ID: 977c165, serial# unknown, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the patient had their old 977a260 x2 leads explanted. They stated that the physician attempted to place a 977c165 lead but did not succeed. The rep added that the physician then placed 977a260 x2 leads through laminectomy at l1/2 to advance the lead to the top of t12. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturing representative (rep) indicated that the physician was not able to successfully place the 977c165 lead because of the patient¿s scar tissue from a prior surgery. The rep stated that the old leads and the 977c165 lead was discarded. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 31-aug-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 31-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient had a loss of stimulation coverage. The patient has had multiple falls. An x-ray showed that the leads have migrated. The leads have also pulled out of the epidural space (partially). The patient has a revision scheduled. No further complications were reported. No additional patient symptoms were reported.